Event description:
This event is reportable based on the product analysis. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure the stent was unable to cross the lesion. The stenotic lesion was located in the mid left anterior descending artery (lad). The physician attempted to advance two, 2.75x12mm taxus liberte drug eluting stents to the lesion, but was unable to cross either stent through a previous implanted stent in the proximal lad. There were no patient complications. The procedure was successfully completed with a non-bsc device. Patient status is reported as "ok". However, the returned product analysis revealed that there was broken hypotube and stent damage.

Manufacturer narrative:
Device evaluation: visual and microscopic examination of the device revealed that the hypotube had broken approximately 62cm distal from the catheters strain relief. Several kinks were present along the delivery system. This type of damage is consistent with excessive force being applied to the delivery system upon meeting some form of restriction. Stent damage was noted, both the distal and proximal stent struts were flared. This type of damage is consistent with the partial inflation of the balloon. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be unknown. However, the condition of the target vessel was reported as having stenosis which could have been a contributing factor.